Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it was received one winding former with one detached needle and one suture outside their packaging that pertain to product code nw1326. During visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The suture cannot be dispensed since have begun the degradation process which caused the needle to come out from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Patient was not suffered from any sings or consequences. * could you please clarify when did the thread was separated from the needle (removal from package /during passage through tissue/ during tying )? Removal from package. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Dr (B)(6).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Before use on the patient, the thread was separated from the needle. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it was received one winding former with one detached needle and one suture outside their packaging that pertain to product code nw1326. During visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The suture cannot be dispensed since have begun the degradation process which caused the needle to come out from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. No adverse patient consequences were reported. Additional information was requested.